Event description:
The rptr indicated "major sparks when she unplugged the breast pump and was even afraid of a fire being started" (statement made on behalf of customer by 3rd party contact). No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Below is the sequence of events leading up to the decision to report this event. Original notification came from the (B)(6) on behalf of the end user on (B)(6) 2011. At that time, the rptr indicated a single/mini deluxe unit was involved. An RMA was generated for the return of the original product, and multiple attempts were made to contact the customer to obtain additional info as well as return of the original product. As of 02/18/2011, no product has been received. A request was sent to engineering to perform an investigation based on the only info available at that time (customer's original complaint). In summary, it was determined, based on product knowledge, that the product would fail in a safe manner. A review of all info was performed on 02/24/2011 and was determined to be not reportable. Further attempts to obtain the original product and additional details were made 03/04/2011 through 03/22/2011. Additional info was received from the (B)(6) on 03/23/2011, which indicated the end user saw sparking "near the plug as she unplugged the unit from the wall" and that wires were exposed on the cord. The product had still not been received as of 03/31/2011. Eval summary: the unit was returned and was found to be an advanced personal double pump, not a single/mini deluxe, as was first reported. The consumer pumps one time per day. A visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation at the strain relief. Power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 4.2 to >0.7 mega-ohms, which indicates that there is an intermittent short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.9 ohms, which is normal and indicates that the thermal fuse did not blow.